Event description:
Additional information: it was report that during the driveline evaluation and replacement, no external damage was seen on x-ray and area of damage appeared possibly internal. The replacement could ultimately cause prolonged pump stop and inability to restart, necessitating pump exchange. The patient had reduced cognitive function upon exam. Patient was not a good candidate for pump exchange, and the patient was in agreement with their recommendations. Patient did not have any further pump stoppages. The decision was made to leave the driveline as it is. The patient will continue to follow up in clinic, logfiles will be sent with each clinic visit to monitor degradation of the percutaneous lead.

Manufacturer narrative:
Investigation summary: although the evaluation of the submitted system controller log files confirmed the report of driveline fault alarms, a specific cause for the events could not be conclusively determined through this evaluation as there is no product available for investigation. The evaluation of the log files revealed intermittent driveline faults and associated yellow wrench advisory alarms throughout the duration of the submitted data, including after the reported system controller exchange. Based on previous complaint history, these events appear consistent with a potential driveline issue. The patient remains ongoing on the pump and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on event.

Manufacturer narrative:
Approximate age of device ¿ 5 years 11 months 17 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient was seen in clinic with multiple driveline faults seen on monitor. The alarm cleared, but was able to reproduce by re positioning the driveline. Tech services reviewed the x-rays and marked the only area that was a possible issue. This occurred at the pump end where the driveline connects to the pump. They reported that the shielding looks to have broken away from the pump. The option was to replace the complete external portion of the driveline to see if it was external or not. If this repair didn't clear the issue then it was deemed to be internal damage and will require a pump exchange. On (B)(6) 2019 an external perc lead replacement was not performed at this time. The hospital staff decided to further review the status of the patient. The staff was going to discuss the options for the patient and possibly schedule a repair at a later date. An update received from the team at henry ford hospital on (B)(6) 2019 states, "we have decided as a team to not move forward with the driveline repair on patient wc implanted on (B)(6) 2013 and the patient will be going home. We won¿t need you to come out again." Additional information was requested but not provided.